Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated up arrow was intermittently responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the keypad was observed to be fully intact with no peeling or damage. The keypad buttons were tested and the up arrow button was found to be responding intermittently to presses. The keypad was removed and evidence of contamination was found under the keypad button contacts and the up arrow button contact was found to be inverted. Unrelated to the complaint, the pump powered on to a faded and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.